Event description:
Fatigue, weight gain,depression, aches and pains, continuous headache, night sweats, hot flashes, memory problems, gas,bloating, irregular periods, cramping( legs and abdomen), numbness and tingling in limbs, breast tenderness, no "sex drive", feeling sick(when not). All labs are normal!